Manufacturer narrative:
Model number/catalog number:sc-2218-50, serial number: (B)(4), batch/lot number: 16545386, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2208-50, serial number: (B)(4), batch/lot number: 152409/152782, model/catalog description: st linear lead 50 cm. The explanted leads were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient had high impedances on leads. The patient underwent a lead replacement procedure and was doing postoperatively.